Manufacturer narrative:
(B)(4). Method: the complaint device was returned to our service center in the (B)(4). The damaged components were then sent to fisher & paykel healthcare in (B)(4) where the returned components were visually inspected for the reported damage. Results: visual inspection revealed that the gas outlet port was broken. The hospital further reported that the complaint neopuff was dropped or subject to impact which has caused the reported damage. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the reported damage occurred after the subject neopuff unit was released for distribution. The returned neopuff was fitted with a new fascia and valve system and returned to the customer after passing the necessary safety and performance checks.

Event description:
A hospital in the (B)(4) reported that the gas outlet port on an rd900 neopuff infant resuscitator was damaged. This was found prior to patient use.